Event description:
Information was received from the healthcare provider and patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver droperidol, unknown baclofen, bupivacaine, and sufentanil. Dose and concentration information was not reported. It was reported by the patient that the patient was hearing a 5 second "soft alarm" throughout the day coming from her pump. It was noted that the patient was hard of hearing and could hardly hear it and didn't know when she started hearing it. The patient was in an acute rehab facility, which had a tablet. The provider was "not very familiar" with how to use the tablet, but there was an alarm. Per the patient, it was not related to the volume because the interrogation indicated that she had 14ml left in the reservoir. It was reported by the hcp that the pump had continued to alarm since the pump was refilled a few weeks prior to the report. The hcp confirmed that the patient had a low reservoir alarm at that time. On (B)(6) 2024, the programmer was still showing an active alarm. Technical services reviewed silencing the alarm and it was confirmed that there was no active alarm after the updated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.